Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was in her diabetes doctor's clinic for her scheduled check up. She was told by her doctor that her bg results were high. The patient was feeling thirsty at first, and after a while she feel nauseous and started to vomit. At the clinic they took a bg reading which was 600 mg/dl and the cgm reading was 200 mg/dl. She was advised then to go to the ER. The patient was taken by her husband to the ER and while at the ER, nurses and doctor treated the patient with IV medication: 4 mg ondansetron for nausea continued every 6 hours for 2 days IV saline drip, potassium, and insulin. The patient was admitted to the ICU, and treated there with IV insulin for almost 2 days, potassium and saline solution until discharge. They removed the sensor. The patient couldn´t remember the bg value while at the hospital as bg was taken every hour. The patient was discharged after 3 days. At the time of the report the patient was stable and felling weak but a little bit better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.